Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and tactile inspections were performed on the device. The balloon was unfolded. 0,035¿¿ guidewire was easily loaded through the guidewire lumen. The purging procedure was performed, but revealed a leak, since the bubble flow under negative pressure did not stop. The rubber was removed from its original position. In order to verify the point of leak, an attempt was done to inflate the balloon and the leak was found on the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue collar. It was possible to inflate the balloon, but the device did not hold the pressure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an in.pact admiral device during treatment of a 120mm, 70% stenosed lesion in the patient¿s superficial femoral artery (sfa). Moderate calcification and tortuosity were reported. The IFU was followed and the device was prepped without issue. Access was femoral. It was reported that the device was advanced to the lesion without issue. Inflation at a pressure of 8atms was performed. It was reported that at approximately 120 seconds, the pressure decreased slowly and the balloon deflated. The balloon took more than 3 minutes to deflate. The physician decided that no further treatment was needed as it was felt the balloon had remained inflation for a long enough period to have treated the lesion. The device was removed from the patient without issue. No patient injury was reported.